Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarms noted during testing. The insulin pump was unable to perform displacement, prime, basic occlusion, occlusion and no delivery tests due to no button response. The insulin pump had cracked battery tube threads, reservoir tube lip, reservoir tube, case window display corners and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer reported that she received a button error alarm and no delivery alarm. The customer reported that the no delivery alarm was recurring. The customer reported that the button error alarm was able to be cleared. The customer's blood glucose was 513 mg/dl at the time of incident. The customer stated that she treated the high blood glucose with manual injection. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.